Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/17/2017 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and passed. The receiver failed to charge and reboot. A manual try it test could not be performed due to "call tech support" error on receiver screen. A communication tool audio test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker.